Event description:
It was reported that an intraocular lens (iol) haptic twisted. The nurse cannot remember if there was patient contact. Another lens was used and the patient's operation was completed. No further information has been provided.

Manufacturer narrative:
Pt information: unknown. If implanted; give date: not applicable, there is no indication the lens has been implanted. If implanted; give date: not applicable, there is no indication the lens has been explanted, therefore, it was not explanted. (B)(6). The intraocular lens (iol) has not been received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.